Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery on the insulin pump has only been lasting a day or less and the display goes blank. The insulin pump has been dropped but does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer did not have a new battery to try. Blood glucose value is unknown. Customer was advised to change the battery as soon as possible and revert to a backup plan if the display did not return until receiving the battery cap replacement.